Event description:
It was reported that, during preparation for a procedure, the sheath was flushed with heparinized saline and the dilator was inserted into the sheath. As the dilator was advanced, a large piece of internal braided wire mesh was pushed out of the distal end of the sheath. The affected sheath and the foreign material were immediately removed from the procedural table. A new faradrive sheath from the same lot number was subsequently prepared and used for the procedure without any complications. Patient was not present when the event occurred.